Manufacturer narrative:
Device was received and evaluated by beta bionics. User complaint of touchscreen damage (sleep/wake button unresponsive; screen unresponsive) was not confirmed via failure investigation. ¿this MDR is part of a remedial submission made in response to FDA¿form¿483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet user experienced an unresponsive touchscreen during an infusion set change, and guided troubleshooting did not restore function; the user transitioned to multiple daily injections and requested device replacement. Symptoms included hyperglycemia with readings above 400 mg/dl for several hours and system alerts for prolonged elevated glucose, without loss of consciousness, diabetic ketoacidosis, or need for medical intervention. Outcomes included temporary loss of automated insulin delivery and use of back-up therapy in accordance with the user¿s action plan. Investigation included troubleshooting, review of user-reported device behavior, and coordination for device replacement and return. Investigation of this device revealed a device touchscreen malfunction affecting user interface operation; data sync and shutdown were advised prior to return for further assessment. It was concluded, based on previously established findings for similar reports, that the cause was an unresolved device malfunction related to the touchscreen interface.